Event description:
The visera tracheal intubation videoscope was returned to the service center with a report of a kink in the insertion tube just below the control body. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device had the light guide lens glue chipped and the objective lens glue chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of stres resulting in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.